Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended changed out. The device was explanted and replaced. No adverse patient effects were reported.